Manufacturer narrative:
Date of event is an unknown date in 2019. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Complaint is confirmed as we are able to confirm complaint description based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, a screw which had been inserted into the most distal hole of a locking compression plate (lcp) with seven (7) holes broke post-operatively. There were fragments from the broken device embedded in the shaft of the femur. The patient initially underwent an operation on (B)(6) 2019, to treat pseudarthrosis (which had occurred after operation by the retrograde way with t2). During that operation, a bone piece/s taken from the ilium bone was grafted. Then, an lcp plate with seven (7) holes was placed on the lateral side of the affected site; a plate with six (6) holes was placed on the anterior side. After surgery, the patient underwent rehabilitation under about 10kg of weight bearing. Currently, the patient is under follow-up observation. Concomitant devices: lcp 7-hole plate (part: 423.571s, lot: unknown, quantity: 1), lcp 6-hole plate (part: unknown, lot: unknown, quantity: 1), locking screws (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown screw. This is report 1 of 1 for (B)(4).